Event description:
As reported, the balloon of a 6 x 40 mm saber x percutaneous transluminal angioplasty (pta) dilatation catheter ruptured after inflation at the calcified lesion, and the procedure was continued using another unknown balloon. There was no reported patient injury. The device was inflated to 6 atm, at which point the indeflator gauge indicated a loss of pressure, though no anomalies were noted during inflation and the device did not fail to inflate. The intended procedure was a vt (sfa) case, performed using a contralateral approach. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no visible damage to the device or packaging, and no difficulties were encountered during removal from the sterile packaging or while handling the protective balloon cover or other components. The target vessel exhibited 90% stenosis with no tortuosity, acute angles, or bifurcation. The access vessel showed almost no calcification, no tortuosity, and no stenosis. The device maintained negative pressure during preparation and was not subjected to acute bends or kinking during the procedure. No anomalies were noted after delivery to the lesion. However, the device could not be removed easily and was not retrieved intact; the agent did not specify how it was removed. A 1:1 contrast-to-saline ratio was used, and the same indeflator had been successfully used with other devices. No resistance was encountered during withdrawal, and the device was discarded after the procedure along with other used devices.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6 x 40 mm saber x percutaneous transluminal angioplasty (pta) dilatation catheter ruptured after inflation at the calcified lesion, and the procedure was continued using another unknown balloon. There was no reported patient injury. The device was inflated to 6 atm, at which point the indeflator gauge indicated a loss of pressure, though no anomalies were noted during inflation and the device did not fail to inflate. No resistance was encountered during device withdrawal, and the removal process was easily and uneventful. The intended procedure was a vt (sfa) case, performed using a contralateral approach. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no visible damage to the device or packaging, and no difficulties were encountered during removal from the sterile packaging or while handling the protective balloon cover or other components. The target vessel exhibited 90% stenosis with no tortuosity, acute angles, or bifurcation. The access vessel showed almost no calcification, no tortuosity, and no stenosis. The device maintained negative pressure during preparation and was not subjected to acute bends or kinking during the procedure. No anomalies were noted after delivery to the lesion. A 1:1 contrast-to-saline ratio was used, and the same indeflator had been successfully used with other devices. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82317876 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was discarded after the procedure along with other used devices.